Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the device was found to be unresponsive, with no power and a black screen. A technical support specialist (tss) confirmed that the customer had replaced the power board on the station, restoring functionality. The windows blue screen issue was resolved following a hard reboot. The customer verified that the system was operational and approved closure of the ticket. The system functioned as intended after the technical support specialist investigated the issue with the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power and screen was failed to turn on. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.